Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively from lap sleeve gastrectomy, the patient had over 500cc of bleeding, thus it made the hospitalization extended to four days which would normally the patient go home the next day. Bringing back the patient to the operating room was not needed but had a blood transfusion.